Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that his ins "stopped working years ago" and stated due to this he had the ins removed. Patient stated it may have been related to normal battery depletion, but further stated that he tried charging his ins, but "it didn't work". Patient stated this happened "about 5 years ago" (confirmed year as 2015). Patient stated he left the leads implanted because the hcp informed him that there was likely scar tissue since the leads have been implanted for 12 years so the hcp stated a neurosurgeon would need to remove patient's leads. Patient confirmed the hcp never confirmed if there was scar tissue around leads and stated his hcp was only guessing that there may be scar tissue due to how long patient's leads have been implanted. Patient stated he needs an MRI scan of both shoulders due to medical issues related to a possible torn rotator cuff (no indication related to device/therapy). Patient stated h e has had his ins explanted and still has leads implanted. Physician listings were sent. No patient symptoms were reported.